Event description:
The customer reported an intermittent loss of live images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. An error code was found in the error logs, but the ge rep could not find any fault with the system. The system operates as intended.